Event description:
It was reported that the patient started getting raw where they had been placing purewick female external catheter. Patient also stated redness and irritation. It was noted that the patient had been using the purewick products for less than 90 days. Per customer contact via phone on 16may2022, it was stated that the patient did have to get a prescription ointment for the skin irritation and the patient did not know the name of it. Patient was healed and everything was fine now.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." "Assess device placement and patient¿s skin at least every 2 hours". The device was not returned.